Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4194-88 crdm non-defib lead, implanted: (B)(6) 2011; 4574-45 crdm non-defib lead, implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that right ventricular (rv) lead pacing capture threshold has gradually increased over the past couple years and is now high. The rv pacing impedance has increased only slightly over the same time period from 500 ohms to 580 ohms. The clinician will review with physician and check patient again in 1 month. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.